Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for an unrelated reason. Upon review, the right atrial lead exhibited chronic intermittent low impedance. The right ventricular lead exhibited a decrease in both low pacing impedance and high voltage impedance. Additional testing was discussed. No device intervention was performed due to the unrelated health issues.